Manufacturer narrative:
Internal complaint opened under complaint number (B)(4). A trending analysis was performed; there are no trends related to this defect as pertains to the product. Site will continue to track and trend for this issue. The supplier has been notified of the issue.

Event description:
Received customer complaint from distributor regarding event whereby or towel produced lint into surgical site during an unidentified procedure. Per distributor, after multiple good-faith attempts, the end-user remains unable or unwilling to provide additional information regarding the alleged event in order to contribute to further complaint investigation. There are no other details obtained as corresponds to the report. The complaint item is reference number (B)(4), or towel (non-xray detectable), medical action industries branded. The complaint lot was not reported or obtained from end-user.